Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, the implantable cardioverter-defibrillator exhibited inappropriate mode switch episodes, which was due to far r-wave oversensing. Programming changes were discussed. There was no patient consequences.

Event description:
New information received notes that programming change was made. The patient was stable before, during and after the event.